Event description:
It was reported that the patient presented for a lead revision procedure. The right atrial lead was explanted and replaced for an unknown reason. The patient was in stable condition.